Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 500 mg/dl. Customer's blood glucose value was 156 mg/dl at the time of the call. The customer was wearing the insulin pump during their hospital stay. The customer was treated for their blood glucose with IV fluids. Customer was having issues with insulin pump ever since she came out of hospital. The customer did not troubleshoot and did not send the product back for analysis.